Event description:
It was reported that the health care professional contacted a sales representative indicating that the patient with this pacemaker experienced a stroke and that pauses on telemetry were observed. Technical services (ts) was consulted, and no stored events were found relating to the stroke experienced by the patient and ts noted the device appeared to function normally. In addition, during a review of recorded non sustained ventricular tachycardia (nsvt) events, it was noted that on the right ventricular (rv) lead channel there was oversensed noise from what appears to be a non physiological signal, which caused pacing to not being delivered when required with asystole greater than 2 seconds. Ts mentioned that the non bsc rv lead impedance measurements decreased on the last year to the 200 ohms range. Programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.